Manufacturer narrative:
This additional information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Referenced article: a case of difficult removal of lumen-less lead inserted near the tricuspid valve. Journal of arrhythmia. 2025; 4 1: e70080. Doi: 10.1002/joa3.70080. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported via journal literature that during the attempt to remove the lead with traction, the excessive force used deformed the sheath and the helix began to extend. Duplex scanning performed two days post implant revealed newly generated tricuspid regurgitation which had not been observed pre-implantation.

Event description:
It was reported that during implant of a left bundle branch lead, the helix became entangled with the tricuspid valve tissue making it impossible to remove. The traction removal was abandoned and an excimer laser was used instead to irradiate the lead tip and tricuspid valve tissue, incinerating the adhered matter and successfully removing the lead. The lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.